Manufacturer narrative:
Complaint conclusion: approximately 4 days after successful use of a 6f exoseal vascular closure device, it was reported that the patient developed bleeding and a lump was found at the patient¿s access site. It is unknown what the patient¿s activity was when the bleeding started. The patient was re-admitted to the hospital as the patient had a fever of 38 degrees and an infection was suspected. Contrast enhanced CT was conducted and a hematoma and a pseudoaneurysm were found at the puncture site which was removed by surgical procedure. The patient is stable for now. Initially, cas was conducted with filterwire ez and wall stent. There were no issues with the use of the exoseal during the procedure. A retrograde approach was used. It is unknown the patient¿s approximate height and weight. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. It is unknown if the puncture site had visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The sheath introducer used is unknown. The patient¿s blood pressure is unknown. The patient was anticoagulated. The physician has achieved certification on the use of exoseal. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Infection is a known potential adverse event that may be associated with any invasive, interventional, or surgical procedure. There may be potential patient or procedural factors that may have contributed to the reported event. Based on the information provided, it is not possible to draw a conclusion about a relationship between the device and the event. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. A femoral artery pseudoaneurysm is a type of "bubble" on the femoral artery due to a penetrating injury to the artery. An opening in the artery leads to leakage of blood from the femoral artery (a "hematoma"). This hematoma develops a wall around it and the hematoma liquefies and forms a pulsating "bubble" on the artery. This is called a pseudoaneurysm. A pseudoaneurysm, like any aneurysm, can rupture and cause bleeding or loss of limb. Causes of pseudoaneurysm formation reportedly include fracture of the stent, dissection of the vessels, wall instability, and infection. A pseudoaneurysm can develop on the femoral artery due to any penetrating injury of the artery. Sometimes, a tear can occur on the inside layer of the vessel resulting in blood filling in between the layers of the blood vessel wall creating a pseudoaneurysm. The most common penetrating "injury" of the femoral artery occurs during percutaneous procedures performed via the femoral artery. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
Post procedure of a carotid artery stenting (cas) and the use of a 6f exoseal vascular closure device, it was reported that the patient developed a cerebella infarction on (B)(6) 2014, the patient recovered and left the hospital. On (B)(6) 2014, bleeding and a lump were found on the patient¿s access site. It is unknown the patient¿s activity when the bleeding started. The patient attended the hospital again. Infectious disease was suspected because the patient had a fever at (B)(6). On that day, contrast enhanced CT was conducted and a hematoma and a pseudoaneurysm were found in the puncture site. Therefore, the infected site was removed by surgical procedure. The patient is stable for now. Initially, cas was conducted with filterwire ez and wall stent. There were no issues with the use of the exoseal during the procedure. A retrograde approach was used. It is unknown the patient¿s approximate height and weight. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. It is unknown if the puncture site had visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >(B)(6) at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The sheath introducer used is unknown. The patient¿s blood pressure is unknown. The patient was anticoagulated. The physician has achieved certification on the use of exoseal.